Event description:
Customer reported to beckman coulter, inc. (Bec) that 100 ml of fluid leaked in the front diluter of the coulter lh 780 hematology analyzer. Customer reported that the leak was contained within the instrument. Customer reported that they were wearing personal protective equipment, with a lab coat, gloves, and goggles. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) went on-site and found a leak from the vent line at the needle cartridge and from a tube at the blood sampling valve (bsv) due to loose tubes at the fittings. The fse trimmed the ends and re-seated the lines. No further leaks were observed after the repair. Instrument operation was verified.

Manufacturer narrative:
(B)(4).